Manufacturer narrative:
The reported complaint was confirmed by the field service rep (fsr). The fsr open the panels of the cooler heater unit and noticed valve 5 was leaking above the cardioplegia pump. The fsr replaced the valve and completed preventative maintenance (pm). The unit operated to MFR specs and was returned to clinical use. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filled accordingly.

Event description:
The field service rep (fsr) reported that during preventative maintenance (pm) of the device, noticed valve 5 was leaking. Since the event occurred during preventative maintenance, there was no pt involvement.